Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to regional service center (rsc) for a service inspection and the phenomenon the customer complaint was not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: the image becomes blurred, indistinct or noisy (malfunction in the insertion tube assembly). The insertion tube has a dent. Based on the results of the investigation, the additional reportable malfunctions were likely caused by component failure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had water leakage. The issue was found during maintenance. There were no reports of patient involvement.